Manufacturer narrative:
The insulin pump had severely scratched display window, cracked reservoir tube lip and scratched case noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump has a cracked case. The device was not bumped or dropped and the drive support cap is not damaged. Customer was not aware of how the damage occurred. Customer stated that the crack is seen at the reservoir compartment. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.